Event description:
Customer called stating her insulin pump was alarming motor error. She wanted to know what it meant and what action to take. Customer's blood glucose level was 149 mg/dl. The alarm occurred after a bolus delivery. The device was not dropped or exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She was able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. No motor error alarm. The motor passed the motor test.